Event description:
It was reported that the physician, who is trained in use of the device, attempted a femoral arteriotomy closure using the starclose device after a right coronary catheterization. After the trigger was fired, the device was stuck. Counter tension was applied and the device was pulled and removed. Hemostasis was achieved with the starclose device. There was no patient injury. No additional info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and the lot number was not provided. A supplemental report will be submitted with any relevant information.